Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery treatment procedure the shaft broke. The lesion being treated is unknown. The physician was advancing the 2.50x15mm emerge balloon catheter when it broke. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient status is good.

Manufacturer narrative:
Updated: device lot number, device expiration date, device avail. For eval, returned to MFR. On, contact office name, device returned to MFR., device evaluated by MFR. Device evaluation by manufacturer: it was observed that the returned device received had a complete separation of the hypotube. The hypotube separation was 18cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a coronary artery treatment procedure the shaft broke. The lesion being treated is unknown. The physician was advancing the 2.50x15mm emerge balloon catheter when it broke. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient status is good.